Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the trial began on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency, and/or frequency). It was unknown when the trial started. It was reported that the patient was experiencing pain. The patient had nerve pain in their labia. The patient tried to urinate and nothing came out. The issue was not resolved and was ongoing. On 2025-sep-03, additional information was received from the hcp. They reported that the patient did experience urinary retention prior to the device. It was unknown whether the retention worsened as a result of the device or therapy. As per the patient, they required more cathing. Catheterization was the patient's 'standard of care' prior to the device. As resolution, the device was removed on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
D6a: implant date was missing from previous report, correction sent. Continuation of d10: product ID neu_unknown_lead lot# unknown. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.